Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the fill tubing process the user could not press the yes confirmation on the ilet screen, consistent with a screen unresponsive hardware malfunction of the user interface display/touch component. Symptoms included no clinical effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a failure to respond to user input on the device screen consistent with a hardware user interface malfunction of the display/touch component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.